Manufacturer narrative:
Provided correct lot number and device manufacturer date.manufacturer narrative:the medtronic representative was informed that instruments should be replaced if they will not consistently verify, and that they should not be manipulated in order to pass verification.

Event description:
A medtronic representative reported re-aligning the straight probe, em ent in order to obtain proper verification. Issue was resolved, instruments worked fine. There was no pt present.

Manufacturer narrative:
No pt was present at the time of the alleged malfunction. D4: device lot number is unknown pending the device return. Device manufacture date is unknown pending the device return. Suspect part has not been received by the manufacturer for evaluation.

Manufacturer narrative:
Lot number provided.

Manufacturer narrative:
The intial report identified a straight probe, em ent, the correct device is 70 deg curved suction, axiem. The intial report identified catalog number 9733447xom, the correct catalog number is 9733450.